Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient lost weight and was experiencing discomfort at the ipg site. As a result, surgical intervention took place on (B)(6) 2022 where the ipg was explanted and replaced to address the issue. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.